Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 52 year-old female patient who had essure inserted (lot no. 838671) for female sterilisation. The patient had a medical history of dysmenorrhea, heavy periods, pelvic pain, ovarian cyst, leiomyoma nos and endometrial ablation on (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2738 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure,hysterectomy, oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: surgical pathology report: uterus with bilateral fallopian tubes and ovaries, hysetectomy and bilateral salpingo-oophorectomies: unremarkable cervix; status post endometrial ablation; multiple leiomyomata; one ovary with follicle cyst; one unremarkable ovary; unremarkable fallopian tubes. Specimen description: uterus, bilateral ovaries, bilateral tubes. Clinical history: hysterectomy, oophorectomy. Pre operative diagnostic: pelvic pain, heavy menses, dysmenorrhea. Gross description: serial sectioning in the fundul area reveal bilateral wire eschar (interpreted as essure) devices in the cornual. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: reporter information,medical history,lab data,indication,lot no. ,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 52 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, heavy periods, pelvic pain, ovarian cyst, leiomyoma nos and endometrial ablation on (B)(6) 2019. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2738 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure - hysterectomy and oophorectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: surgical pathology report: uterus with bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomies: unremarkable cervix, status post endometrial ablation, multiple leiomyomata, one ovary with follicle cyst, one unremarkable ovary, unremarkable fallopian tubes, specimen description, uterus, bilateral ovaries, bilateral tubes. Clinical history: hysterectomy, oophorectomy. Pre operative diagnostic: pelvic pain, heavy menses, dysmenorrhea. Gross description: serial sectioning in the funduli area reveal bilateral wire eschar (interpreted as essure) devices in the cornual. According to bayer qa, the lot number: 838671 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: update of information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.